Manufacturer narrative:
Product ID 8703w, lot# l63761, implanted: 1999 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other chronic/intract pain (trunk/limbs). There was a suspected problem with the device or therapy. It was reported that the patient was having a t-spine MRI (magnetic resonance imaging) to rule out a granuloma. The onset, MRI results, interventions, cause and outcome were requested. Additional information received from a hcp reported the patient declined to do the MRI related to the possible granuloma. If additional information is received, a follow-up report will be sent.